Event description:
It was reported that the programmer had a broken screen. It was also requested that the programmer be updated with the latest version of software and that it receive its test and calibration. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary 2090w: the programmer was returned and analysis confirmed the customer comment that the programmer had a broken screen, in that the stylus skipped over a section of the overlay. (B)(4).